Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 40 mg/dl; cause was unknown. Customer was treated with glucose and dextrose and was released from the ER " a few hours later" with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.